Event description:
A customer reported to baxter (B)(4) of one (1) unit of a clearlink system, continu-floset, 2 luer activated valves in which the tubing was leaking. The patient was receiving etoposide at the time of incident. Approximately about 6-10ml of drug were on the floor and down the pump as well. The spill was contained and the nurses safely managed the spill. The patient was not harmed. The remainder of the dose was sent back to pharmacy. The patient received the remainder of his treatment without incident. The unit has been thoroughly cleaned and a formal debrief took place. The nurses involved have been in contact with occupational health due to the suspected exposure to chemotherapy. The occupational health colleague and the safety officer had been notified of the incident so they may conduct their own investigation. The problem was noted during patient use; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).a batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.